Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a burr became stuck on the lesion and vessel dissection occurred. The target lesion was located in the right superficial femoral artery (sfa). A 2.50mm peripheral rotalink® plus was selected to treat the lesion. During procedure, the burr became stuck on the lesion. While removing the burr, it was noted that the artery was dissected. The shaft of a 5mm x 200mm x 135cm charger balloon was used to tuck up the dissection to complete the procedure. There were no further patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR., the device has been returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. A tug test was attempted to examine the integrity of the connection and no issues noted. The burr was microscopically examined and no issues were noted with the burr of the catheter. The rotablator plus unit was wet tested. No speed was achieved. The handshake connection of the advancer unit would not rotate. The turbine was also seized. The advancer unit was dismantled to examine the turbine and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator¿ advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).

Event description:
It was reported that a burr became stuck on the lesion and vessel dissection occurred. The target lesion was located in the right superficial femoral artery (sfa). A 2.50mm peripheral rotalink (tm) plus was selected to treat the lesion. During procedure, the burr became stuck on the lesion. While removing the burr, it was noted that the artery was dissected. The shaft of a 5mm x 200mm x 135cm charger balloon was used to tuck up the dissection to complete the procedure. There were no further patient complications reported and the patient's status was fine.